Manufacturer narrative:
Film evaluation summary: the exact cause of the reported distal type I endoleak could not be determined from the limited films provided. A video showing transverse CT slices confirmed that there was contrast outside the stent graft. Evidence of previous coiling was seen near the mid-level of the posterior taa. Beginning within the distal taa, contrast was seen outside the right/medial wall of the device, near the location where the stent grafts were angulated from vertical to a horizontal orientation. The exact source and cause of the endoleak could not be determined. Although there appeared to be adequate distal stent graft radial apposition, this may have been a distal type I endoleak possibly caused by disease progression; aortic dilatation. However, cannot rule out a type iii fabric endoleak which may have been due to stent abrasion caused by the stent graft angulation.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 7cm diameter thoracic aortic aneurysm. It was reported that a recent CT demonstrated a distal type I endoleak and the aneurysm is currently 8.8cm in diameter. Per the physician, the cause of the distal type I endoleak is related to the patient¿s anatomy; disease progression. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.